Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 17-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing no issues that could cause or contribute to the complaint issue. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dib00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of hyperopia, the iol was explanted in a secondary surgical procedure and replaced with a dib00 22.0 diopter iol. During the lens exchange procedure, there was no serious patient injury, no sutures, and no vitrectomy however, the incision was enlarged. Patient prognosis post-lens exchange in unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown as information was not provided. The best date estimation is between (B)(6)2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.